Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10/d11: concomitant medical products: concomitant medical devices and therapy dates, colibri handpiece devicee, battery casing device, unknown. UDI:(B)(4).

Event description:
This is report 1 of 3 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the colibri handpiece device became significantly heated. Subsequently, a sudden flash and cracking sound occurred either within the machine or the battery drive device. The connectors surrounding the housing, as well as those within the drill, had become charred. It was reported that neither the patient nor the staff were harmed and the surgery was completed successfully without any issues. It was reported that a spare device was available for use. It was reported that the devices were being used with a battery casing device. It was not reported if there were any delays in the surgical procedure. The exact date of this event was unknown but was noted to have occurred in 2023. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the actual device was returned for evaluation. During evaluation it was found that the failure described by the customer was not confirmed. However, during evaluation it was found that the device had foreign substance on the housing of the battery. It was also found that the device failed pre-test for check for external cleanness, charging and refreshing battery in charger, battery measuring and discharge. During the assessment it was found that it was found that white residue was found on the housing of the battery and on the label. These white residues can occur when the device is getting washed. Furthermore, it was detected that the battery was not able to charge or refresh. Because of the described failure of this complaint and the found white residue, the battery was opened to see if there are any white residues inside of the battery which could have led to the failure. When the device was opened no signs of fluid ingress were found or other circumstances which could have led to the reported failure. The reason for the reported condition can be traced back to the colibri handpiece device from this event. The reported condition of heat and spark could not be observed, but the failure which occurred on the colibri handpiece device led to the damage of the battery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The assignable root cause was determined to be due to improper reprocessing.